Manufacturer narrative:
B3: used literature article manuscript acceptance date as event date, as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Journal citation: nakashima, m. Et al. (2025). Bailout double-sheath technique to dilate the interatrial septum for accidentally pulled-back watchman access sheath. Jacc. (30) 8. Https://doi.org/10.1016/j.jaccas.2024.103208.

Event description:
Reported via journal article. It was reported that difficulty in recapturing occurred. The device was accidentally pulled back into the right atrium. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. Right femoral vein access was obtained. The interarterial septum (ias) was slightly high-echoic but not thickened. The transseptal puncture (tsp) was performed using an 8.5fr non-boston scientific (bsc) sheath and a non-bsc rfn extra curve, followed by their replacement with a watchman fxd double curve access system (was). A 35mm watchman flx pro delivery system and closure device (wds) was initially implanted according to a maximum orifice diameter of 28.8 mm. After a tug test subsequent to sufficiently withdrawing the was, a 4-mm peri-device leakage was observed, which required closure device recapture. An attempt to advance the was closer to the closure device failed owing to significant resistance. Tee revealed that the was accidentally pulled back to the right atrium (ra) and tenting toward the ias. Some wire bias and a gap between the core wire and the was seemed to prevent the entry of the was into the left atrium (la). Insertion of the balloon through the flush port or hemostatic valve of the delivery catheter failed. Physicians then inserted the aforementioned tsp equipment via the contralateral left femoral vein. Manipulation under tee and fluoroscopy guidance enabled the non-bsc 8.5fr sheath to pass the ias into the prior tsp site next to the core wire. Additional bending of the non-bsc rfn extra curve was required to reach the ias via the left femoral access. The double-sheath technique enabled dilation of the ias with a 5.0/40 mm peripheral balloon via a non-bsc 8.5fr sheath; after that, the was could be easily re-advanced to the la. Subsequently, the 35mm wds was recaptured, and a 40mm watchman flx pro closure device was implanted without peri-device leakage. At the end of procedure, a 4mm residual left-to-right shunt was present without any additional injury to the ias. Retrospectively in the physician's opinion, a short distance of 36mm from the ias to the laa orifice was considered to be the primary factor for the event.